Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 107mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer reported that she has had issues with the readings being inaccurate. The sensor glucose was 161mg/dl one trending arrow down. Blood glucose was 210mg/dl. The sensor glucose was 40mg/dl overnight and blood glucose was 130mg/dl. Then blood glucose was 107mg/dl. The pump was suspended as it was reading low. The sensor glucose reading that triggered the suspend event was 65mg/dl. The sensor will not be returned for analysis.